Event description:
During the atrial fibrillation procedure, there was a delay due to a system error. When the study was finished, resume study attempted to perform, but an error message "a non-recoverable system error will cause the study to shut down immediately. Resume the study, or start a new study." Was displayed. When restarting with new study with the same patient name and ID and pressed begin study, the same message was displayed again. Once restarting dws and amplifier and starting a new study with a different ID, the study was started. The three catheters were exchanged because it was started with a different ID. The procedure was completed without replacing the system and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.